Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device(s) listed in this report is (are) used for treatment, no diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized may 2011. The data presented is from three different product applications. The report states that there are no significant trends. It is noted that there are blank areas on this form, the information was not provided or is unknown.

Event description:
Report received indicated the patient had a red, itchy area under the mass of the wafer with bumps noted in the shape of a square after wearing it for three days. The patient used this type of wafer since surgery in (B)(6) 2013. No further information was provided and the patient outcome was not reported.